Manufacturer narrative:
Please note correction to section d9/h3, the device was not returned. The reported event could not be confirmed, since the device was not returned and no additional information was available. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient had a long gamma nail in her right femur, which broke spontaneously during rehabilitation, necessitating a return to the operating theatre. Actions taken in the care facility to manage the patient: return to the operating room to remove the material, then fitting of a new osteosynthesis.

Event description:
It was reported that the patient had a long gamma nail in her right femur, which broke spontaneously during rehabilitation, necessitating a return to the operating theatre. Actions taken in the care facility to manage the patient: return to the operating room to remove the material, then fitting of a new osteosynthesis.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.